Manufacturer narrative:
The pump powered up properly after battery installation. No frozen display noted. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. All buttons functioned properly and no frozen display noted during testing. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and corrosion was found on the keypad dome switches and traces. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, wrinkled serial number label, and pillowing keypad overlay. Frozen display is not confirmed. Unresponsive keypad is not confirmed. Corrosion was found on the keypad traces and moisture damage was found on the electronics during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, exposed to moisture, frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported a frozen display. Buttons were not responsive and time clock did not advance. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.